Event description:
On (B)(6) 2013, an emergency pacemaker check was performed to the patient due to patient¿s dizziness. Bradycardia due to atrial fibrillation was confirmed on surface ECG. Ventricular lead was also checked at this time, and the impedance was >3000ohms. Atrial fibrillation started around (B)(6) 2014. Another pacemaker check was performed and ventricular capture failure was confirmed with output of 7.5v/1.00ms. A re-intervention was performed on (B)(6) 2014. During the procedure when the physician pulled the ventricular lead, the lead moved in the corresponding port (he did not pull the lead all the way out from the port). The physician then pushed the lead and turned the setscrew with a screwdriver. Click sound was confirmed right after and the lead was tightened. The pacemaker was checked and normal values were obtained. A new pacemaker was implanted and connected with the existing leads.

Event description:
Electrical and connection issues were noted to the subject pacemaker. Reportedly appropriate lead connection was confirmed during device implantation. On 8 march 2014 an emergency pacemaker check was performed to the patient due to patient's dizziness. Bradycardia due to atrial fibrillation was confirmed on surface ECG. Ventricular lead was also checked at this time, and the impedance was >3000 ohms. Atrial fibrillation started around (B)(6) 2014. On 10 mar 2014 another pacemaker check was performed and ventricular capture failure was confirmed with output of 7.5v/1.00ms. A re-intervention was performed on 11 march 2014. Under fluoroscopic observation, connection failure between the lead and pacemaker was not confirmed. The tip of ventricular connector pin was protruded about 1mm from the connector block. During the procedure when the physician pulled the ventricular lead, the lead moved in the corresponding port (he did not pull the lead all the way out from the port). The physician then pushed the lead and turned the setscrew with a screwdriver. Click sound was confirmed right after and the lead was tightened. The pacemaker was checked and normal values were obtained. A new pacemaker was implanted and connected with the existing leads.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
Electrical and connection issues were noted to the subject pacemaker. Reportedly appropriate lead connection was confirmed during device implantation. On (B)(6) 2013 an emergency pacemaker check was performed to the patient due to patient's dizziness. Bradycardia due to atrial fibrillation was confirmed on surface ECG. Ventricular lead was also checked at this time, and the impedance was >3000 ohms. Atrial fibrillation started around (B)(6) 2014. On (B)(6) 2014 another pacemaker check was performed and ventricular capture failure was confirmed with output of 7.5v/1.00ms. A re-intervention was performed on (B)(6) 2014. Under fluoroscopic observation, connection failure between the lead and pacemaker was not confirmed. The tip of ventricular connector pin was protruded about 1mm from the connector block. During the procedure when the physician pulled the ventricular lead, the lead moved in the corresponding port (he did not pull the lead all the way out from the port). The physician then pushed the lead and turned the setscrew with a screwdriver. Click sound was confirmed right after and the lead was tightened. The pacemaker was checked and normal values were obtained. A new pacemaker was implanted and connected with the existing leads.